Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a pt and would intermittently not power on. The device was subsequently removed from service and failed self test. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.